Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date implanted - unknown, approximately nine years ago.evaluation of the returned component found the presence of wear and deformation on both condyles. The wear is anterior of center which appears to have caused the anterior lip to break on one side. The anterior lip is missing on the other side due to fracture. The concave wear contains pitted regions that are surrounded by a mottled yellowish perimeter. This may be indicative of subsurface cracking due to stress. Both medial and lateral sides of the bearing are flared outward instead of vertical. The inferior side does not show wear typical of misalignment or poor attachment with the tibial plate, although a portion of one edge is missing due to wear on the superior side.

Event description:
It was reported that patient underwent total knee arthroplasty approximately nine years ago. Subsequently, the patient began to experience pain and a revision procedure was performed on (B) (6) 2010 to remove and replace the tibial bearing due to wear.